Event description:
Rn alerted pt safety officer of potential choking hazard of tamper evident cap for baxter oral dispenser. When cap is opened indicating it has been opened or tampered with, the ring flows loosely along the syringe shaft and can fall off into an infant or child's mouth and result in choking. There was no adverse event but there is potential choking hazard of the ring. FDA safety report ID# (B)(4).